Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes which resulted in early termination of at/af episodes. It was also noted there was a polarity switch on the left ventricular (lv) lead two days after implant. Follow up yielded no information. The leads remain in use. No patient complications have been reported as a result of this event.